Manufacturer narrative:
The device was received for evaluation not deployed. There were rotational sensor abnormalities seen in the download data causing the first prime to end early and the firing flat not being properly lined up by the end of second prime. The device was reset and successfully completed a rerun. The rotational sensor errors were replicated during the start of the rerun, but the needle mechanism deployed as expected. The inspection of the commutator cap found no damage or deficiencies that would contribute to the rotational sensor malfunction.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of needle did not deploy. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient reported while attempting to activate a new pod, the cannula did not deploy, indicating a needle mechanism failure.